Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
When in use apparently the tip broke. The surgeon was not sure if any debris was left. The jaw was broken. The surgeon did not want to do an xray. The patient did not experience any complications.

Event description:
When in use apparently the tip broke. The surgeon was not sure if any debris was left. The jaw was broken. The surgeon did not want to do an xray. The patient did not experience any complications.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2021. Evaluation of the returned instrument shows that the jaws and the inner drive rod where it engaged the jaws (n00185) are all bent toward the left and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. There are no components missing from the returned device. We are able to validate this complaint. We are unable to determine what caused the jaws and the inner drive rod where it engaged the jaws (n00185) to be bent toward the left and the jaw pivot pin to be pushed thru one side of the damaged/bent outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.